Event description:
It was reported that the lead exhibited rising thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the lead was not returned for evaluation. Performance data was collected from the device, and the data has been analyzed. Std review - resistance/impedance increase: v lead impedance from approximately 500 ohms to over 4000 ohms on (B)(4) 2011. Explant date unknown.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.